Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during the injection. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "consumer reported needle clog during injection. Also reported pain during injections."

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during the injection. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "consumer reported needle clog during injection. Also reported pain during injections."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.